Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument with an alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, there was a white substance coming from the vessel sealer extend (vse) instrument. Prior to calling in, the caller had the customer replace the instrument with a backup vse to continue. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended for the caller to have the customer return the vse instrument for failure analysis. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the isi clinical territory associate (cta) and obtained the following additional information: the cta confirmed the event date was 11/22/2023. The white substance dripped into the patient while the vse instrument was in use. The vse was inspected prior to use with no issues found. The reporter informed that it did not start dripping until around an hour into the procedure. The surgeon did not remove the drippings. The patient has not returned to the hospital with any post-surgical complications. There were no issues noted with the functionality of the vse. After the surgeon noticed the vse dripping, it was removed and replaced with a backup. The reporter believed that the customer still intended to return the vse. The procedure was completed as planned.